Event description:
It was reported that the plastic part at the tip of the maryland bipolar forceps (mbf) instrument was burnt and melted. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument did not collide with any other instrument or tool during the procedure. No arcing was observed during the procedure. Erbe vio dv integrated electrosurgical unit (iesu) was used with the settings: soft coag, effect 3, 80w. After the da vinci-assisted surgical procedure, the plastic part of the tip was found to be burnt. There was no patient¿s injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of thermal damage at the yaw pulley to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The thermal damage the yaw pulley was unrelated to the conductor wire. No insulation damage was observed. The conductor wire was not damaged or broken. The instrument passed the electrical continuity test. The root cause of this failure was typically attributed to mishandling or misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path. No image/video investigation required as no image or video clip for the reported event was submitted for review. A review of the device logs for the maryland bipolar forceps (part# 471172-16/ lot/serial# k10211202 - 0425) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 2 uses remaining after this last usage. This complaint is being reported due to the following conclusion: failure analysis confirmed the maryland bipolar forceps instrument had thermal damage at the grip base of the yaw pulley, which is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.